Manufacturer narrative:
The information provided in with the initial report was incorrect. The correct information has been included with this report. Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The customer's spouse reported via phone call that they were taken to hospital for high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with a blood glucose level 280 mg/dl. Customer has been in the intensive care unit since the time of admission. Customer was treated with insulin drip. Customer's spouse stated the customer fell on ice and had a concussion that led to hospitalization. The customer also had infusions sets with bent cannula. Blood glucose level was 220 mg/dl at the time of the incident customer was treated with bolus. Customer also experienced symptoms such as nausea and vomiting. Customer was off the insulin pump when had diabetic ketoacidosis incidents, thus customer was not in automode.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were taken to intensive care unit and then hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with the blood glucose level 280 mg/dl. Customer stated that the cannula was bent and customer was treated with bolus and blood glucose level went to 220 mg/dl. Customer also experienced symptoms such as nausea, vomiting. It was unknown that if the insulin pump was in auto mode at the time of the incident. Customer was treated with insulin drip. The insulin pump will not be returned for analysis.